Event description:
A customer reported to beckman coulter inc (bec) that there was a fluid leak on the bottom of the coulter lh750 hematology analyzer. The fluid leaked onto the counter and appeared to be whole blood mixed with diluent. The operator was wearing gloves and a lab coat when the leak was found. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet was not reviewed, but an exposure control or risk management plan is in place. The patient samples were re-tested on an alternate instrument and therefore there was no impact to patient results. There was no report of death, injury or change to patient treatment associated with this event. The field service engineer found the bellows needle vent line torn and bloody leak under the blood sampling valve (bsv). The fse replaced the tubing and also replaced waste line of the probe wipe assembly as a precaution. The fse verified the instruments performance. The blood sampling valve (bsv) carries blood, diluent, cleaning agent, and control material.

Manufacturer narrative:
(B)(4).